Event description:
The customer stated that she was hospitalized for a diabetic reaction and chronic vomiting. The customer was shopping and she began to feel ill. The customer felt that her glucose meter was giving incorrect readings. The customer felt like her blood glucose levels may have been lower than 50 mg/dl, but her glucose meter was reading 103 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.